Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-14761, 1627487-2021-14763. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the entire drg system was explanted.